Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the right atrial lead had large current of injury and varying p wave. Testing was repeated but the lead still showed the same measurements. Impedance increased within range and threshold increased also. Reposition was attempted; however, the lead was difficult to unscrew and helix could not deploy. A new lead was used instead. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing and visual inspection did not find any anomalies.